Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2013-01516 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the loading device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were inside of the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated int he IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. The results of our evaluation and a copy of the heartstring iii IFU are being provided to the customer for review. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).